Event description:
It was reported, that an everest set screw has migrated approximately two weeks post-operatively. Revision surgery has not been performed.

Event description:
It was reported that approximately two weeks post-operatively, a patient experienced a "pop" and a follow-up x-ray revealed that an everest set screw had migrated. The patient was subsequently revised. Upon review of a provided x-ray, it was observed that a cascadia tl cage also migrated. The cage migration was not related to the revision surgery and was not addressed during the revision. This report captures the everest set screw.

Manufacturer narrative:
Corrected data: b1, b2, b5, h1. Additional data: d4, d6b, h4. H6 coding has been updated to reflect completion of the investigation.